Event description:
This case was reported by a lawyer via medical records and described the occurrence of myeloneuropathy in a female patient who used poligrip (formulation unk) as a denture adhesive. Concurrent medical conditions included denture wearer. Co-suspect medication included fixodent. On an unk date, the patient started poligrip at unk dosing. At an unk time after starting poligrip, the patient experienced myeloneuropathy, zinc toxicity and copper deficiency. The patient was hospitalized. At the time of reporting, the outcome of the events was unk. On (B)(6) 2001, the patient reported using only denture cream without zinc one to two times a day. The patient was also taking oral copper supplementation and wearing wrist splints. The patient was hospitalized from (B)(6) 2004 until (B)(6) 2004 with bilateral upper extremity finger weakness. The patient had a history of subacute onset of bilateral distal finger weakness, right more than the left, with tingling and loss of sensation and sensation of imbalance. Magnetic resonance imaging (MRI) of the brain showed symmetrical white matter frontoparietal lesions. An MRI of the spine was unremarkable. The patient was discharged home to follow up with neurology. On (B)(6) 2004, the patient was hospitalized for intravenous copper treatments. The patient had a seven month history of progressive weakness. The initial symptoms started with finger extensor weakness on the left hand and progressed to bilateral hand and forearm weakness. This has also progressed to foot weakness. The patient was seen in the hospital for weakness and balance difficulties. She was diagnosed with chronic inflammatory polyneuropathy (cidp) and given five days of intravenous igg (ivig), which she thought was helpful. This diagnosis was changed after she was seen by a neurologist. An electromyography (emg) in (B)(6) 2004 showed four plus positive waves and fibrillations in the extensor carpi radialis and extensor digitorum communis, along with two plus positive waves and fibrillations in the extensor digitorum brevis (edb) and extensor hallicus longus. All other muscles were reported normal. The nerve conduction studies (ncs) were also reported normal. Magnetic resonance imaging of the brain (MRI) showed non specific bifrontal increased white matter lesions on t2 and diffusion-weighed imaging (dwi). The MRI of the cervical and lumbar spine was normal. The patient used to drink one to two six packs a day, but does not drink alcohol at this time. She quit when she started taking ivig treatments. She reported using one tube of denture cream every two to three days. The patient's grandfather had parkinson's disease. The patient was diagnosed with well preserved sensory myeloneuropathy. Zinc toxicity was to be considered given her excessive use of denture cream. On (B)(6) 2004, the patient had minimal sensory findings on exam and normal sensory findings on nerve conduction studies (ncs). Ncs showed an axonal motor neuropathy with active denervation in distal muscles. The patient reported having diarrhea that she attributed to the copper tablets. The patient was treated with intravenous copper the third week of november for five days and since then had been taking oral supplementation. She stopped using fixodent. Impression included zinc toxicity. On (B)(6) 2005, the patient had changed her denture cream to the efferdent brand. The patient used dentures since 22 years of age. The patient had always used a lot of denture cream. The patient lost 30 pounds two years ago, causing her dentures to not fit as well. She was applying denture cream three to four times a day, using at least two tubes per week. The patient had hearing loss for one year in both ears. Last visit, labs showed improvement in ceruloplasmin levels. Her copper level had increased after intravenous (IV) copper infusion. Magnetic resonance imaging (MRI) of brian showed extensive confluent t2 signal abnormality throughout the subcortical and periventricular white matter bilaterally consistent with leukodystrophy. MRI of the cervical spine was unremarkable. On (B)(6) 2005, the patient had a three month follow up presumed of myeloneuropathy presumed due to zinc toxicity and copper deficiency. The patient's legs were weaker, but denied having any falls. Follow up information was received on 13 may 2010 via medical records. On 29 april 2008, the patient was found unresponsive on the toilet. The patient was hospitalized with a diagnosis of drug overdose. On (B)(6) 2008, cervical and lumbar spine films showed mild degenerative changes with no fracture seen. On (B)(6) 2009, copper level was normal and zinc level was elevated. On (B)(6)2009, copper and zinc levels were normal.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).